Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/4 of his automated peritoneal dialysis therapy. Reportedly, the home patient left the clamp open on an unused supply line. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.

Manufacturer narrative:
The home patient's nurse has agreed to review proper procedures with the home patient.